Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. No sample has been received by manufacturing to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h3: correction: device evaluated by manufacturer.

Event description:
Additional information was received by the manufacturer on 22-nov-2022 via email and attached to the complaint object. The date of event information was received and updated into the file. The reported event did not occur during any patient use.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. Visual inspection noted chipped top case corners and a cracked keypad lens. The functional testing found that the syringe sensor values were stuck on "false." The q1 chip was broken off the plunger board. The root cause found that an impact caused the q1 chip to be broken off the plunger board. Plunger board glue was present but broken. Plunger board was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified that this device was last serviced in september 2022 per ro (B)(4) and there was no indications of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operation of device is unknown. No information has been provided to date.

Event description:
It was reported that a pump's plunger sensor connection is damaged. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.